Event description:
Clinical study. Same case as MFR # 6000093-2004-00681. It was reported that 8 days after a drug eluting stenting treatment procedure a subacute thrombosis occurred. Target lesion 1 was identified in the proximal left anterior descending (lad) with 90% stenosis and a 2.6 mm reference vessel diameter. Target lesion 1 (lad) was treated with predilatation and placement of 2 overlapping taxus express2 8.8% stents (2.5 x 24 mm and 2.75 x 28 mm). Residual stenosis was 10%; however, there was loss of the diagonal branch. The pt had some persistent chest discomfort for 24 hours but ekgs remained normal and an echocardiogram was normal (per discharge summary dated 2 days later). It was felt the pt had gerd and they were given protonix with relief of symptoms. The pt remained pain-free and was discharged on plavix and asa. The pt underwent an exercise stress nuclear study 6 days later. After the treadmill, the pt developed severe retrosternal chest discomfort similar to their prior ischemic pain. The chest pain was persistent and (per the admission note) there were some EKG changes. The pt was taken to the study site for further evaluation and treatment. Their EKG upon arrival showed sinus rhythm with lateral st depression (2 mm). There were q waves in leads v1 and v2. The pt was taken emergently to the cath lab. Angiography revealed: lmca - pt, lad (target vessel) - occlusive thrombus from the distal end of proximal stent extending through the distal stent; minimal collaterals to the distal lad; 2 small diagonal branches were occluded as previously noted during enrollment procedure, lcx - proximal 35-40% stenosis, unchanged from prior catheterization. The pt's cardiac enzymes met guideline criteria for myocardial infarction. A temporary transvenous pacemaker was placed and angiojet thrombectomy was performed. Following thrombectomy, angiography showed recanalization of the entire lad with timi-3 flow and no evidence of distal embolization or residual thrombus. The pt's chest pain resolved immediately and st segments improved. Ivus revealed a 70% stenosis in the distal lad. The stented segment in the proximal to mid lad showed some eccentric plaque and some evidence of under expansion of the previously placed stents. A 2.5 x 24 mm taxus express2 8.8% stent was placed in the mid lad (pci report notes distal lad but also notes it was slightly overlapping the mid lad stent placed previously). All stented segments within the lad were post dilated with excellent final angiographic result. Post-intervention, there was no evidence of incomplete apposition, nor was there evidence of dissection or residual thrombus. Three days later, the pt was stable and had no recurrent chest discomfort and was discharged home.